Event description:
The customer tells me the staplers are jammed. The last one is still in place when a new stapler is already coming. The clutch gets stuck and the staplers are open. According to the information, the problem has been in several paragraphs.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73g2100120 investigation did not show issues related to the complaint.

Event description:
The customer tells me the staplers are jammed. The last one is still in place when a new stapler is already coming. The clutch gets stuck and the staplers are open. According to the information, the problem has been in several paragraphs.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot#: 73g2100120 was manufactured on 07/05/2021 a total of (B)(4) pieces. Lot was released on 07/19/2021. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was received with its staples properly aligned. The stapler was received with 37 staples left in the cartridge. The sample appears used as there is biological material present on the device. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form but was unable to release from the device. After manually removing the staple, the remaining staples became slightly misaligned. On the next two attempts, no staple fired due to the slight misalignment. The next attempt resulted in a staple being able to form properly, but it was unable to release. The next staple fired without forming as it shot out of the device when the trigger was pulled. The fourth staple was able to form, but also did not release. The anvil was replaced with a lab inventory anvil from a functioning stapler. The next three staples fired properly and released. The actual anvil was placed back in the sample and the next staple was unable to release when fired. The sample was sent to the manufacturing site to further investigate this issue and see if the anvil or another component was defective. Upon testing, it was confirmed that staples were not releasing when fired. Multiple components (anvil, forming tool, spring, trigger, and frame) were swapped out with lab inventory components. However, it could not be determined exactly what prevented the staples from releasing. The components were confirmed to not have any burrs and were all properly assembled. Reference file: (B)(4) tecate investigation for the manufacturing site's investigation. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the complaint issue. We will continue to monitor and trend on this issue. The reported complaint of "misfire/jamming-multiple staples firing" was confirmed based upon the sample received. The returned stapler was able to properly form staples, but the staples were unable to release from the device. The sample was sent to the manufacturing site to further investigate this issue. Multiple components (anvil, forming tool, spring, trigger, and frame) were swapped out with lab inventory components. However, it could not be determined exactly what prevented the staples from releasing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.